Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00567. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
It was reported by an attorney that the patient underwent partial excision of mesh on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to prolapse. Following insertion, the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems and dyspareunia. It was reported that in fall 2006 the patient underwent injection in urethra due to continued incontinence and mesh not working. (B)(4).